Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently it is unk whether the device may have caused or contributed to the alleged event. It is unclear whether the pt's medical and/or surgical history may have contributed to the alleged event. The composix kugel mesh implanted on (B)(6) 2003 appears to remain implanted no lot number has been provided. While it does not appear that a device failure occurred, without additional info, no conclusion can be drawn. See MDR 1213643-2011-00721 for info related to the composix kugel mesh implanted on (B)(6) 2006.

Event description:
Based on a review of the medical records provided by the pt's attorney: (B)(6) 2001 - the pt underwent repair of recurrent periumbilical hernia with a kugel patch. On (B)(6) 2003 - the pt underwent repair of recurrent incisional hernia using a composix kugel mesh and marcaine block for postop pain. On (B)(6) 2006 - the pt underwent repair of a ventral hernia with a composix kugel mesh. On (B)(6) 2006 - the pt underwent excision of the composix kugel mesh implanted on (B)(6) 2006 and implant of a composix kugel mesh.